Manufacturer narrative:
Event date: (B)(6) 2012. Additional information: the surgeon provided additional details indicating that in the left eye constant flickering, from the temporal perspective less pronounced in the case of incidence of light temporal perspective, less pronounced in the case of incidence of light into mydriasis, in the dark oscillating light rings around light source. There was no patient injury. The event occurred directly after surgery on (B)(6) 2012. The patient¿s pre-existing medical conditions: visus left eye pre operation: ¿ 0.75 ¿ 1.5 , 119 = 0.7. Visus left eye post-operation: +1.5 - 0.25/85 ¿ 1.25. There were no intraoperative complications. Postoperative history, including post-op visual acuities: cc (cum correction = with correction) 1.25 the patient was prescribed medication post iol implantation with inflanefran eye drops and floxal eye drops. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The physician reports that patient's discomfort continued unchanged. Further, the patient has indicated to the physician that the discomfort has gotten stronger. At this time, no further treatment is planned; however, if the patient's discomfort continues, the patient will urge the surgeon to explant the intraocular lens. Optical coherence tomography (oct) pictures were received for medical review; however, the resolution was too poor to see any lens detail. Based on the manufacturing record review, the documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
A patient reported flickering sight within close range of approximately 1m (but a neurological examination showed no result), selective double image vision on the front side, vision of halos and glares on the front side at night, foreign body feeling and a follow-up cataract. Further, the patient reports the impression that the lens could be too small as he sees the edges of the lens. The intraocular lens was implantated in the patient''s left eye. The described problems have existed since the implant of the amo lens. The patient has been referred to an explantation specialist. The patient provided optical coherence tomography pictures (oct) to abbott medical optics for review.

Manufacturer narrative:
(B)(4). To date, the lens remains implanted.